Event description:
It was reported that during the implant procedure, the catheter broke. A different catheter was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the catheter was returned and analyzed. The mechanical operation of the catheter shaft was bent, the mechanical operation of the catheter shaft was bent, the mechanical operation of the catheter peeling/slitting/splitting was partially executed, and visual summary analysis of the catheter indicated damage at implant. (B)(4).